Event description:
The customer reported erroneously high platelet (plt) results for two patient samples on a coulter act diff 2 analyzer. The samples were rerun on the same instrument, which produced correct results. These results were confirmed by a manual slide review. No erroneous results were reported out of the lab and there was no change or affect to patient treatment in connection with this event. The customer did not question sample integrity for this event. Patient data received indicated that sample 1 recovered an erroneous high plt and mean platelet volume (mpv) result without suspect messaging compared to a rerun on the same analyzer and a manual slide review. The customer was not able to provide the manual slide review results but stated the manual plt result matched the rerun on the act diff 2 analyzer. All other parameters correlated. Patient data received indicated that sample 2 recovered an erroneous high plt results with suspect messaging compared to a rerun on the same analyzer and a manual slide review. The customer was not able to provide the manual slide review results but stated the manual plt result matched the rerun on the act diff 2 analyzer. All other parameters correlated.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the red blood cell (rbc) electrode in the rbc bath was bent and corroded. The fse replaced the rbc bath, resolving the erroneous plt results. The repairs were verified per established service procedures.